Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the stent found that on the mid-section to distal end of stent, stent struts were damage and stretched in a distal direction over the distal balloon cone and markerband. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within specification. Stent damage most likely occurred when the stent got caught at the proximal part of the guidezilla guide catheter extension. The balloon cones were reviewed and it was noted that the proximal balloon cone appeared slightly creased. The balloon wings were tightly wrapped and were not subjected to positive pressure. The creases on the balloon most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break 435 mm distal from the distal end of the strain relief was also noted during analysis. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.50x16 synergy stent was selected to treat a calcified lesion in a tortuous coronary artery. A 6 french guidezilla ii guide extension catheter was placed and the synergy stent was advanced and became attached to the proximal part of the guidezilla ii and the stent became damaged. The stent was not implanted. No patient complications were reported. The extension catheter was replaced and the procedure was completed.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.50x16 synergy stent was selected to treat a calcified lesion in a tortuous coronary artery. A 6 (B)(4) guidezilla ii guide extension catheter was placed and the synergy stent was advanced and became attached to the proximal part of the guidezilla ii and the stent became damaged. The stent was not implanted. No patient complications were reported. The extension catheter was replaced and the procedure was completed.